Event description:
It was reported that during a training/demo of the davinic system, the power cord on the robot is damaged. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.